Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported e103 error was not confirmed. The unit passed electrical leak and all function tests. However, front panel mouth crack and bad scope socket were noted. In addition, the main power switch required an upgrade. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an e103 occurred with the evis exera iii xenon light source. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record (DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. In the inspection of the repair department, it is assumed that e103 was informed and the emergency light was turned on because the main lamp failed to light due to the effect of the main lamp body and temporary operation failure of the igniter and the internal power supply because the phenomena did not reproduce. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem was first identified during preparation for use, prior to an unknown diagnostic procedure.